Manufacturer narrative:
The complainant indicated that the capio device was disposed and the mesh assembly was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corp that during an anterior/posterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the needle detached from the suture, inside the pt, after the physician fired the capio device into the sacrospinous ligament. The physician pulled the capio device out and checked if the needle was lodged inside the cage, but it was not located. The needle was unretrieved from the pt. The procedure was completed with this device with no further complications to the pt, who is reportedly "fine" post-procedure.